Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 10 minutes, she obtained a blood glucose reading of 60 mg/dl on the contour next ez meter and 268 mg/dl on a different meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next test strips from lot # 0bpeg01a, which is different from the one implicated to be involved in the event occurrence i.e. Lot # 0bpeb06a. Therefore, the in-house contour next test strips from lot # 0bpeb06a were also used for testing. The returned meter was tested with the returned test strips and in-house test strips using a blood sample, which gave a satisfactory performance.